Event description:
Customer states that when running the synchron cx9, incorrect results for various analytes were generated due to a hardware error with the sample mixer. Customer claims that the mixer failure did not generate an error message to alert the operator. No injury has been reported due to this event. Field service replaced the sample mixer and resolved the users issue. Qa engineering could not duplicate the customer claim of no error messages.